Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that the health care professional was seeing fuzzy atrial event and suspected electromagnetic interference. Boston scientific technical services discussed emi and checked the atrial sensitivity and found it set to automatic gain control at 0.15, so very sensitive. Ts also discussed that daily measurements showed low values and did not suspect environmental emi as the oversensed noise. The patient was scheduled for an in-office follow-up. Attempts to obtain additional information were unsuccessful. This right atrial lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.